Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, during a craniotomy for tumor removal the surgeon implanted an ti matrixeneuro 1.8 mm burr hole cover 17 mm and tightened down the screws. Surgeon then took an elevator and started to move the bone flap and tried to move the fixated plate. The plate did not move, however, the screws went through the holes in the plate. Surgeon removed the screws, selected another place and completed the procedure with little time added to the procedure. Account discarded the plate.